Manufacturer narrative:
The cable involved in this event was returned for eval. The cable was evaluated and passed all testing including a visual inspection, continuity and functional testing, and spo2 and pulse rate simulation testing. The returned cable was confirmed to function as designed. The device history record (DHR) was reviewed and it was determined that the device met all release criteria. Nothing was in the DHR that indicates that there was a mfg related cause for the reported event. Info was provided to masimo that the newborn pt is back home with his parents now without anymore problems reported.

Event description:
Customer reported that the radical-7 had an issue with measuring the spo2 in a maternity and neonates department. The radical-7 was not able to display a value for spo2 when it was placed on a newborn. The baby went through a difficult delivery and was diagnosed with poor health. He was placed under oxygen. They use to work with the m-lncs neo (pn 2514). None of the devices could give a spo2 value. Then they transferred the baby under a philips monitor with a masimo cable and sensor. They had a brief value during a few seconds and then there was none. The rainbow rc-12 cable was not implicated by the customer during the initial reporting of this event. Upon receipt of the system of products reported for this event, the cable was discovered to be part of the return and was included in the eval.